Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the wire kinked in the middle of the device. The device extends and retracts within specification and passed the electrical test with a resistance of 10.3 ohms. The complaint was confirmed; due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a profile small oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the device failed to cut the polyp. It was noted that there was a flexure on the sheath of the device. The procedure was completed with another profile small oval snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a profile small oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the device failed to cut the polyp. It was noted that there was a flexure on the sheath of the device. The procedure was completed with another profile small oval snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.